Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a leak. This occurred before patient use. The device was filled with an unspecified amount of an unknown drug. It was stated that the folfusor leaked into the over pouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured december 7, 2015 ¿ december 8, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.